Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0n24v, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0n24v, implanted: (B)(6) 2014, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0n24v, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0n24v, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A manufacturing representative reported that during the replacement of the implantable neurostimulator (ins) due to infection, open circuits were found. The connections were checked multiple times, but that did not seem to be the issue. This led the manufacturing representative consider the lead component may have been damaged during explant of the extensions. The cause of the open circuit was determined to be damaged to the lead. The patient was receiving therapeutic response using the contacts with normal impedances. No further actions were taken. The patient's indication for use is essential tremor and parkinson's dual.